Manufacturer narrative:
Date of event: estimated based on aware date of (B)(6) 2020.

Event description:
It was reported via social media that thrombosis and stroke occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient was hospitalized for atrial fibrillation, blood clots in the lungs and heart and strokes.